Event description:
Customer reported he was had low blood glucose incident. Customer's blood glucose was 50 mg/dl, treated with juice. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.